Event description:
It was reported that a vns patient had been diagnosed with breast bone inflammation during a recent admission to the hospital. Good faith attempts for additional information have been unsuccessful to date.